Manufacturer narrative:
(B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 15th related complaint for needle hub separates and the 9th related complaint for shield does not detach as intended on lot # 9350297. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates, shield does not detach as intended) was captured and addressed. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for out of spec shield pull. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that one bd syringe 0.3ml 31ga 8mm halfunit 10bg 500 separated from hub during use. The following was reported by the initial reporter: "it was reported that needle shields are difficult to remove and needle hub separated and went into the shield. This (B)(4) records issues of separates and does not detach for occurrence date of (B)(6) 2020. See (B)(4) that records issues of separate and does not detach for occurrence date of (B)(6) 2020. See (B)(4) that records issues of separate and does not detach for occurrence date of (B)(6) 2020. See (B)(4) that records issues of separate and does not detach for occurrence date of (B)(6) 2020. See (B)(4) that records issue of separates for occurrence date of (B)(6) 2020. Verbatim: consumer reported difficulty removing the needle shields on 4 insulin syringes from this box. Stated the needle component also separated and went into the shield on these syringes. Stated this happened on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. Stated she also had 1 syringe where the needle component detached after she had prefilled it. Stated this issue happened on (B)(6) 2020. Stated this is very concerning for her and this is making her feel negative about her diabetes care. Stated she would like it to be passed along that she should receive 2 more coupons."